Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia and possible hypothermia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod between 36 and 48 hours. He was camping, exposed to excessive heat and was getting more exercise than usual. Patient reportedly regained consciousness in an ambulance, where he was treated with intravenous medication, "jelly things" and granola bars.